Manufacturer narrative:
This issue of an image of the prior patient's report page being visible when attempting to acquire a different patient's demographic page, happened one time with no patient involvement. Assistance was provided by the remote service engineer. The customer was instructed to reboot the ultrasound system prior to performing exam on another patient. The reboot corrected the reported failure. No system logs were received and it is not expected to be received. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
A customer reported an incident where a patient¿s data was mixed with another exam. When acquiring the patient demographic page, the epiq 7c ultrasound system would show an image of the prior patient's report page. The customer deleted the prior report page and the system continued to function and be used. The data mix-up was identified by the user and did not lead to any altered patient outcome. An investigation is underway but has not been completed. The results of the investigation will be included in the final report.